Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper was difficult to remove. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the biochemical group of the laboratory department using 367955 to enter the assembly line, the yellow plastic cap on the outside of the 367955 was removed on the pre-treatment instrument, and the rubber stopper inside was still on the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty four (24) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.